Manufacturer narrative:
Other: leica biosystems' investigation concluded that the instrument set up and protocols did not contribute to the adverse event reported. The wax used in the affected protocol was contaminated as a consequence of a leaking retort wax valve that allowed formalin to mix with the wax. Analysis of the instrument log files suggests that the leakage was most likely caused by debris obstructing the valve, preventing it from sealing properly. Although the tissue biopsies were successfully diagnosed and no re-biopsy was required, due to a prior submission of a reportable incident on the peloris rapid tissue processor on (B)(6) 2009 (,dr no. (B)(6): malfunction which led to a serious injury) this incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely no cause or contribute to a death or serious injury ID the malfunction were to recur.

Event description:
On (B)(6) 2010, the customer reported poor tissue processing using a peloris tissue processor to leica biosystems. Leica biosystems conducted visual, performance, and mechanical tests, as well as instrument log analysis, on the affected instrument. On (B)(6) 2010, the customer advised leica biosystems that all tissue samples were successfully diagnosed and no pt re-biopsy was required.